Event description:
It was reported that sheath detachment occurred. The 89% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. An opticross catheter was selected for use to view the target lesion. During a percutaneous coronary intervention, it was noted that the catheter was fractured and the sled was scrapped. The physician did not make a pre-dilation by balloon. No patient complications were reported and the patient status is stable.